Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a cystocele, a rectocele, stress urinary incontinence, and fecal incontinence. The patient underwent the concurrent procedures of rectocele repair and perineoplasty during mesh implantation. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. The patient underwent a cholecystectomy in 2009. It was reported that the patient underwent mesh excision on (B)(6) 2011 due to exposed mesh. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to exposed mesh. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to extruding mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.